Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure, during the procedure, the physician accidently inserted the atrial lead into the right ventricular port. The physician attempted to remove the atrial lead, however the lead could not be removed. The pacemaker and lead were replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.